Event description:
12mm trocar airseal stating overpressure and does not go into airseal mode. New airseal box brought in and new trocar opened still showing same problem. Suspecting bad batch for 12 airseal trocars, same lot numbers. Switched to an 8 airseal torcar which initially also stated overpressure but self-adjusted and vented to appropriate pressure.